Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: survival after implantable cardioverter-defibrillator shocks. Journal of the american college of cardiology. 2021. 77(20):2453-2462. Doi.org/10.1016/j.jacc.2021.03.329. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding survival after implantable cardioverter defibrillator (ICD) shocks. The article reports patients who experienced inappropriate shocks and inappropriate anti-tachycardia pacing with some patients also hospitalized. The inappropriate therapy was due to device detection issues, noise/oversensing, myopotential oversensing, or lead malfunctions. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.